Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that the first reload was pre-fired and engaged in interlock with the jaws open. The second reload was received fully fired. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis procedure. For the first firing, the reload was connected to the manual stapling handle. The yellow shipping wedge was removed and the jaws were checked for opening and closing. The surgeon tried to squeeze the handle, however, it locked and could not fire the device. Replaced by a new reload, however, the same event occurred. At unclean field, connected one of the reloads to the manual stapling handle in question and could squeeze the handle and fire the device. The event occurred during the procedure but the product was not used on the patient. The surgical time was extended by less than thirty minutes. The procedure was completed with another device. There was no patient harm. The status ofthe patient is no problem.